Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to renal failure and high blood glucose level. The customer was off the pump for one day. The blood glucose at the time of incident was 338 mg/dl. The customer went to the hospital for renal failure and her blood glucose was checked. The blood glucose was 170 mg/dl and then on hospital the blood glucose 338 mg/dl meter showing 345 mg/dl. The sensor glucose value was 170 mg/dl and customer just got out from intensive care unit on (B)(6) 2020. The renal failure self test was pass. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. No information related to the treatment was provided. The insulin pump will be returned for analysis.